Manufacturer narrative:
The device history review investigation did not show any issues related to the complaint. The device has not been returned to the MFR at the time of this report. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: it was reported that the staples did not close completely/sufficiently. The pt's condition is fine.